Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the electrosurgical generator esg-400 experienced an e433 temporary reboot error and then restarts. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information from the customer stated that a therapeutic laparotomy procedure was completed with a similar device, and was performed with a delay of approximately 10 minutes with no impact on fully sedated patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device has been returned for evaluation. Based on the results of the investigation, the event was confirmed, the generator displays error e433. The error was due to a faulty generator board. Olympus will continue to monitor field performance for this device.